Event description:
The patient encountered an electromagnetic field which caused his device settings to "spike" and the parameters to change. The pt was seen by his hcp and the device was adjusted back to the range the patient was at before. Further information is being requested from the hcp.